Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Analysis found no anomaly of the display ramping on its own. The insulin pump with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.